Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately seven months post the device system implant.

Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately seven months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. A cause of death was requested and not received. Evaluation summary: (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. The defibrillation conductor was cut and the distal conductor had blood/body fluid (not obstructed). The inner tubing was cut and the outer tubing overlay had a breached cut. The outer insulation had cosmetic depression and a breached cut. There was blood in/on the helix/lobe mechanism (sleeve head) and on the helix/lobe mechanism. There was apparent explant damage. (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had a breached cut. There was blood in/on the helix/lobe mechanism. There was apparent explant damage. (B)(4) : the device was returned to the manufacturer and analyzed. The device experienced normal depletion; met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. A cause of death was requested and not received. Evaluation summary: (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. The defibrillation conductor was cut and the distal conductor had blood/body fluid (not obstructed). The inner tubing was cut and the outer tubing overlay had a breached cut. The outer insulation had cosmetic depression and a breached cut. There was blood in/on the helix/lobe mechanism (sleeve head) and on the helix/lobe mechanism. There was apparent explant damage. (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had a breached cut. There was blood in/on the helix/lobe mechanism. There was apparent explant damage.